Event description:
It was reported that the patient presented for implant of the right ventricular (rv) lead. During the procedure noise was exhibited by the lead, to the extent that no other lead parameters could be tested. The lead was not implanted, and the procedure was completed with use of a replacement. The patient was discharged.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.